Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that during the fill tubing step, the luer lock began to leak. It was noted that the luer lock connection was disconnected. The customer reconnected the luer lock and completed the fill tubing step. There was no impact to the customer's blood glucose level.